Event description:
Device report from depuy synthes reports an event in canada as follows: it was reported that customer is returning damaged dhs/dcs wrench and handle with quick coupling. During manufacturer's preliminary examination of the returned devices it was identified that unknown dhs/dcs lag screw was stripped, and cannot be removed from the dhs/dcs-wrench. This report is for one (1) unknown dhs/dcs lag screw this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: phone number: (B)(6). H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that dhs/dcs-wrench was unable to disassemble the dhs/dcs lag screw. Additionally the threads has signs of stripped. No other issues were found. A dimensional inspection was performed for the dhs/dcs-wrench was unable to be performed due to the screw and the wrench are tightly joined. A functional test was performed. The devices cannot be disassemble. The complaint condition was able to be replicated. The overall complaint was confirmed as the observed condition of the "unk - nail head elements: dhs/dcs lag screw" would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. H3, h4, h6: without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.